Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm emerge balloon catheter was advanced for dilation. However, on the second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the inflation lumen and the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 9mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm emerge balloon catheter was advanced for dilation. However, on the second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good post procedure.